Event description:
It was reported that the home patient (hp) felt overfilled during dwell one of six on the home choice (hc). The hp stated they had drained over 4400ml. The hp indicated they were instructed to end therapy. The technical service representative (tsr) assisted the hp to end therapy. The hp stated they performed a manual fill of 2000ml around 4 p.m. The technical service representative (tsr) reviewed the settings. The fill volume (fv) equaled 23000ml, the largest prescribed fv equaled 2300ml, the initial drain volume equaled 220ml, and the initial drain alarm equaled 20ml. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The device passed electrical and functional testing. An internal and external visual inspection revealed no problems related to the reported event. The pneumatic system was tested with no issues noted. A simulated therapy was performed on the device successfully. The reported issue was identified through an event history log review. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.